Event description:
Patient with neuromuscular scoliosis was implanted with a uss dual opening hook construct around 2006. The hook construct became dislodged from the transverse process and pedicle at t3 and t4. Patient returned to operating room on (B)(4) 2012, where surgeon reattached the same hooks to the same location. This is the 2nd of 6 reports submitted on this event.

Manufacturer narrative:
Construct was implanted approximately 2006. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.